Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that emergency medical services observed that the patient's heart rate was below the cardiac resynchronization therapy defibrillator (crt-d) programmed lower rate while transporting the patient. When the patient arrived at the hospital, their heart rate was normal. The crt-d remains in use. No further patient complications have been reported as a result of this event.